Event description:
The pt presented to the emergency room having experienced multiple shocks from the concomitant ICD. Noise was observed on the egm as well as a low battery voltage. Upon visual inspection, the lead had separated from the proximal portion of the coil. The decision was made to explant the entire system.